Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported stent damage occurred which required additional intervention. The 2.50 x 16 synergy drug-eluting stent was successfully implanted in the proximal left anterior descending (lad) artery. The guidewire was repositioned into the left circumflex (lcx) artery and a second unknown stent was advanced but was unable to cross the lesion. When the unknown stent was removed from the lcx, it hung up on the previously placed stent in the lad which stretched and was partially in the left main artery. It was noted the synergy stent was place to close to the left main and there is a possibility that when repositioning the guidewire, it went through one of the synergy stent struts and when the unknown stent was being removed it got hung up and damaged the synergy stent. The patient underwent bypass surgery which was successful and the patient status was stable.